Event description:
A pt reported blood glucose results of 22.4 mmol/l 9.0 mmol/l with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% mg/dl and <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution was performed and the result fell within specifications.